Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was stuck in a motor error loop during the bolus/basal delivery due to a flush drive support disk. The motor was tested outside of the device, and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to conduct error test, excessive no delivery or occlusion tests due to the motor error alarms. The insulin pump had a cracked case, reservoir tube and lip, as well as a missing end cap sticker.

Event description:
The customer called to report that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 133 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.